Event description:
Risk mgr questionnaire: atlantis screw caddy, part numbers: 176-513 and 976-516. According to billing records, recalled items were purchased by your facility. No adverse events associated with recalled product. Spoke to rep (B)(6) - he has alerted all surgeons/staff who use this tray. Qty ship 1.